Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient never had therapeutic effect and had stimulation in the wrong location. The reporter stated that the patient didn¿t feel the stimulation and the lead was explanted for ¿ineffectiveness.¿ it was noted that the patient was implanted with two different lead models and the patient felt fine. It was reported that the patient required hospitalization and patient symptoms included pain. It was noted that the patient suffered no injury or adverse event.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot # 0206426239, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Final analysis of the lead revealed no anomaly. Final analysis of the anchor revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.